Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The noise could be reproduced when the patient had some upper limb movements. The sensing vector was reprogrammed but the patient had another shock due to noise. There were no additional adverse patient effects. The system remains implanted.